Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio also observed that the device would not remain powered on to charge and shock. Physio determined that the cause of the reported issue was that the device had an excessive amount of on-time which depleted the internal hybrid layer capacitor (hlc) batteries and prevented the device from remaining powered on to charge and shock. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Gtin/device identifier (di) number ¿(B)(4) section d4 of the initial medwatch report indicates: model # ¿ blank section d4 of the initial medwatch report should indicate: model # ¿ crplus.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.